Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 29631, serial/lot #: (B)(6); product ID: 9736111, version: unknown. H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system and automated trajectory guidance unit being used during a cranial biopsy procedure. It was reported that the automated trajectory guidance unit was connected but not ready for navigation. The cart icon on the control unit was not displayed, and it was not possible to align the automated trajectory guidance unit to trajectory. The automated trajectory guidance unit tracker was properly added and visible, the license was installed, and the ip configuration was set correctly on the automated trajectory guidance unit and navigation system. Troubleshooting included checking the configurations, cable connection, and ip settings through the automated trajectory guidance unit service tool. The automated trajectory guidance unit license was uninstalled/reinstalled to resolve the issue. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.

Manufacturer narrative:
H3: a software analysis was initiated. However, it was found that there was insufficient information to determine the relationship of the software to the reported issue as no logs or exams were available. H6: fdm b29, fdr c19, and fdc d15 are applicable to the software analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.